Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 71x69mm abdominal aortic aneurysm of unknown size. It was reported that during a follow up CT approximately one year post the index, the aneurysm diameter of the left common iliac artery had increased and a type ib endoleak was identified (confined to the limb). On the same date, the physician elected to implant an endurant limb to extend the stent graft coverage to the external iliac artery and the type ib endoleak was resolved. Per the physician, the cause of the event patient vessel morphology. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.